Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported site irritation or hospitalization for high blood glucose and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system user guide: model: ust400; 14421-aw rev h / 2016; checking your blood glucose 7; page 95. Warning: low or high blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Skin irritation: omnipod insulin management system user guide: model: ust400; 14421-aw rev h / 2016; using the pod 5 / page 44; living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient was taken to the hospital via paramedics. Patient's mother reported her daughter had skin irritation, nausea, high blood glucose (356 mg/dl), diabetic ketoacidosis (dka) and impetigo. Patient used hydrocortisone on the irritation and reported scarring.